Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up intermittently. Fse performed the troubleshooting action and found no led on the rear side of the pc and confirmed host pc was defective. The fse replaced host pc. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up intermittently. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) reviewed the system error log file and found that there was a fault with the host-pc power supply and hard disk. The fse replaced the host pc and the hard disk and returned the system to use in good working order.